Manufacturer narrative:
(B)(6). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date was not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: a healthcare facility has reported that the tubing of the subject device was detached from the tube joint and has resulted in a leak during use on a patient. There were no reported consequences. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the tube joint and has resulted in a leak. The healthcare facility further reported that the device is not available for evaluation. There were no reported patient consequences.